Event description:
The catheter was prepped in a normal fashion and inserted into the patient. An alert came across that stated "out of range", which shut the generator off. The temperature limiter went off twice. So catheter was removed from the patient and flushed. When the catheter was inserted the impedance alarm went off. Another catheter was used from a different lot number, but the issue remained the same. So adjustments were made to the rf generator and the problem seemed to resolve with that. The company replaced the catheter even though it was not defective.